Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2009, a 25 mm trifecta valve was implanted. The patient was admitted on (B)(6) 2017 with shortness of breath, congestive heart failure and chronic renal failure. An echo performed indicated mild aortic valve regurgitation. Per report, (B)(6) 2017 the patient sustained a pea arrest, rosc after 3 rounds of CPR and intubation and then was transferred to the ICU. The patient's course was complicated by severe anoxic brain injury and shock liver. After 6 days of supportive care, no significant neurological recovery was noted. The patient was taken to an outside hospital, and on (B)(6) 2017 the family opted to remove life support and the patient died on (B)(6) 2017. (Clinical study patient ID: (B)(6)).